Manufacturer narrative:
Product analysis: visual and macroscopic examination confirmed that the crosslink middle hex set screw is stripped and jammed. There are numerous witness marks across the rods of the crosslink indicating use. The two locking screws have been tightened down and the hex appears to be stripped as well. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the screw broke. The patient underwent revision surgery for removal of the screw. Crosslink was also explanted in this revision surgery; for which no malfunction was reported. No fragments of the screw remained inside the patient. The patient had not achieved solid fusion. No patient complications have been reported after the revision surgery.